Event description:
Boston scientific received information that during a routine device replacement procedure, when this new device was implanted in the pocket and connected to the chronic leads, the non-bsc right ventricular (rv) lead shock impedance measurements were greater than 200 ohms in the triad configuration. When measured in the coil to can configuration, measurements were within acceptable limits. The device was programmed coil to can and the device did not convert at the 31j induction, but did convert at 41j. This was attempted in reverse polarity with the same results. It was suspected that the proximal leg of the rv lead was fracture, however, no externalizations were observed on fluoroscopy. The device and rv lead remain actively implanted with measurements within acceptable limits. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.